Event description:
The patient underwent an interbody fusion using fortress screws for the supplemental pedicular fixation construct on (B)(6) 2022 without incident. On (B)(6) 2022, a second surgical procedure was conducted to reposition the placement of one (1) screw which was impinging on a nerve.

Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death. Pursuant to manufacturer policy, events resulting in a revision surgery are deemed a serious injury as defined in 21 cfr 803.3 and are determined to be MDR reportable events.